Event description:
The customer sent the device in for repair. Technician found that the handpiece started turning immediately when connected to power supply. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit was not functioning and the handpiece turned immediately after connected to the power source. The device was returned unrepaired to the customer on (B)(4) 2013. Placeholder.